Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (B)(4), used with the complaint transmitter device, was returned on (B)(6) 2014. The returned complaint receiver was visually inspected and no defect was found. Evaluation of the returned receiver confirmed the reported event of intermittent antenna icon. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).